Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set had back flow. The following information was received by the initial reporter with the following verbatim. It was reported by customer that secondary IV line is able to freely back flow into the primary line and bag. Even when primary line is locked the secondary bad backflows into primary line and up to chamber and bag.